Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had battery error. It was stated, "two battery error/pump failure. Programming pump with battery error occurred was a spontaneous battery error. There was no handling of the pump when the error occurred." The event occurred during patient use . There was patient involvement no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Customer indicated they were having intermittent issues with their spectrum pumps which they determined was caused by not adhering to baxter's recommended cleaning. The cleaning practices at the facility are causing residue buildup and not allowing the pumps to work as expected. Should additional relevant information become available, a supplemental report will be submitted.